Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level at the time of incidence was 52 mg/dl and the current blood glucose level was 161 mg/dl. Customers other blood glucose value was 49 mg/dl and 200 mg/dl. The customer was treated with food for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer reports they did not contact their health care professional regarding the low blood glucose. Customer did allege pump was over delivering because customer gave him 0.025 insulin while he was on low. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event. The insulin pump will not be returned for analysis.